Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the ambulance rushed to customer's house due low blood glucose and was unconscious around april 2020. Blood glucose level at the time of the incident was 18 mg/dl. Customer stated that customer had glucagon shot. Customer reported that they had 6 sensor that failed on her. No information about auto mode was given. The insulin pump will not be returned for analysis.